Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg had trouble holding a charge until the patient was no longer able to turn the stimulation on. The device was interrogated and the physician believed that the battery had reached the length of time that the device has been useful. The patient underwent a procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.